Manufacturer narrative:
Pump received with pillowing keypad overlay and cracked case behind the pump near the battery tube compartment. Unit received with missing segment due to cracked and bleeding lcd glass.

Event description:
Information received by medtronic indicated that the insulin pump had crack battery compartment and back of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.